Event description:
A caller reported a malfunction on the pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after assistance, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues arose again.